Event description:
It was reported that the back lens haptic became stuck in the injector during an attempted implantation of the crystalens iol. The incision was enlarged to remove the lens from the patient's eye. Please reference MDR#: 2031924-2011-00093.